Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The balloon component was visually inspected, microscopically examined, and tested for leaks. Analysis indicated scaling and two pinhole leaks on the balloon shell consistent with fatigue. The balloon was not functionally tested due to the confirmed leaks. Product analysis confirmed a device malfunction. The identified leaks would lead to a loss of fluid and functionality in the aus system and is the probable cause for the reported incontinence. The reported allegation of atrophy could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Related components of device system: model number/ catalog number: 72400024, serial number: n/a, batch/ lot number: 306644014, model/ catalog description: balloon fgs 61-70 cm; model number/ catalog number: 72400098, serial number: n/a, batch/ lot number: 306920013, model/ catalog description: control pump fgs.

Event description:
It was reported that the patient experienced urethral atrophy at the cuff site and recurring incontinence with his artificial urinary sphincter (aus). A surgical procedure was performed, all the components were removed and replaced with a new aus system. The patient had a good outcome. Additional information received. The previous cuff size and location were right. The implanted cuff size is 4.0 cm, same as previous cuff.

Event description:
It was reported that the patient experienced urethral atrophy at the cuff site and recurring incontinence with his artificial urinary sphincter (aus). A surgical procedure was performed, all the components were removed and replaced with a new aus system. The patient had a good outcome. Additional information received. The previous cuff size and location were right. The implanted cuff size is 4.0 cm, same as previous cuff.